Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's wife reported via phone call no delivery alarm during manual prime. Customer's blood glucose level was 595 mg/dl. Troubleshooting for no delivery alarm during manual prime was performed. Troubleshooting confirmed the device is working properly. Customer's wife declined to troubleshoot high blood glucose levels. Customer's wife advised to monitor the device and call back if issues persist.